Event description:
It was reported that the patient was experiencing painful stimulation in the chest that would go to her neck and sometimes her ear if she raised her arm and the physician believes it is related to vns. Patient was referred to an ent physician who ran diagnostic tests and the results came back "fine", so he sent the patient back to the neurologist. Available diagnostics are all within normal limits. No trauma or manipulation is suspected to have contributed to the event. No contributory programming or medication changes were made prior to the event onset. Patient has been referred for surgery, but it has not occurred to date.